Event description:
Home pt (hp) contacted baxter's technical service ctr for assistance during drain 4 of apd therapy. Reportedly, hp believed hp may have contaminated self. No additional info available. Tech assisted the hp in ending therapy. Follow up with hp's rn indicated no pt injury or medical intervention reported.